Event description:
It was reported that the customer had a flu and was hospitalized for diabetes ketoacidosis. The customer stated that the device had frequent no delivery alarms. The blood glucose reading was 473mg/dl. Troubleshooting was performed. It was stated that the customer has been working with her endocrinologist to adjust the basals and programming. It was also stated that the customer had high blood glucose for several months. The customer mentioned that every time she had the flu, she ended in the hospital to receive fluids and treatment, as she usually vomits, which causes her to have a diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.